Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with chest pain. Chest x-ray was performed and evidence of rv lead dislodgement was observed. High rv thresholds were also noted. The lead was successfully repositioned and the patient was stable before during and after the procedure.